Manufacturer narrative:
Event date is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy was turning off by itself. The rep indicated the patient told them the ins has been shutting off by itself over the past 3 months. The patient feels pain and then checks the device and sees that it is off and charged to 50%. The patient has to manually turn it back on. The patient has not seen any power on reset (por) messages. Impedances were checked, and they were noted to be fine. The rep used a clinician programmer and the diary showed the ins was off the (B)(6) and the patient was aware of this because the battery was not charged as the patient did not have access to their recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins turning off by itself was not determined and the patient was advised to keep track of the date and time if it should happen again. No resolution could be performed, other than to review with the patient that they should be careful not to accidentally push the programmer off button by accident. The patient stated that the pain relief from the ins is great and the pain only returned the 2 times that they noticed the ins might have shut off on it own. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the therapy turns off unexpectedly. The patient said it turned off on (B)(6). The rep checked the device with the recharger and it was off. No further complications were reported.